Event description:
Customer reported that after replacement of the sram battery, the system would not boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram. System operates as intended. This MDR is related to ge healthcare complaint.